Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting down. It was also reported that the pump indicated a data log corruption. The customer continued to use the pump for insulin therapy. Customer's blood glucose level was over 500 mg/dl; however specific value was unknown. A correction bolus was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.